Event description:
Boston scientific received information that three weeks post implant, the pt presented to the emergency room stating they did not feel well. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. A lead revision is scheduled for this pt. No specific measurements or additional adverse pt effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.